Event description:
It was reported: programming problems. Damaged/defective. Patient states that charger will not charge and starts to get hot after being plugged in for several minutes. 29jun2023: date of event is best estimate ((B)(6) 2023) images obtained of the device showed a melted charger port. No further follow up information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Investigation is still in progress; a final report will be submitted upon completion. 29jun2023 corrections: type of investigation - removed code 10 - testing of actual/suspected device. Investigation findings - removed code 3233 - result pending completion of investigation. Investigation conclusions - removed code 11 - conclusion not yet available. Clinical evaluation it has been reported that the charger gets hot after being plugged in for several minutes, and the charger will not charge. Pictures show meltage around the usb-c port and on the usb-c plug. No user harm or property damage mentioned. It is unknown if original accessories were used. Clinical evaluation: the chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation (B)(4) clin eval plan&rpt,wl acc and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a final report. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Investigation is still in progress; a final report will be submitted upon completion.

Event description:
It was reported: programming problems. Damaged/defective. Patient states that charger will not charge and starts to get hot after being plugged in for several minutes.